Event description:
It was reported following a diagnostic catheterization procedure, an angio-seal device was deployed in 2004. The pt was scheduled for an intervention and discharged. The follow up intervention was performed 5 days later and was successful. A femoral artery angiogram was performed for possible angio-seal deployment. The angiogram denoted the superficial femoral artery with stenosis, while on the previous diagnostic procedure angiogram there had been none. The physician believed this may have been due to the previous angio-seal deployment. The pt's distal pulses were diminished post procedure, however, after a few hrs pulses returned. The pt will be monitored. Info was received the following month indicating the pt was taken to surgery. Sjm is attempting to obtain add'l info regarding this event.